Event description:
It was reported that during an implant procedure, the patient had irregular readings at the lower extremities which was indicated on the neuro monitoring device. The procedure was aborted and the patient had regained motor functions.